Event description:
It was reported that one week post implant, the lead exhibited capture thresholds of 6 v, 0.4 ms in bipolar configuration and no capture in the unipolar configuration. At a follow-up one week later the thresholds decreased to 4.0 v - 4.5 v, 0.4 ms in bipolar and 7.5 v, 1.5 ms in the unipolar configuration. The lead was subsequetly replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.